Manufacturer narrative:
This report was initially submitted following a customer report of false negative results when testing an eqa mrsa strain of staphylococcus aureus (s. Aureus) with chromid® mrsa 20 plt (reference 43451, lot 1007325670). No green characteristic color was observed after 24 or 48h incubation. The customer strain was submitted for the internal biomérieux investigation. The issue occurred at two different labs, and a total of five different lot numbers were impacted by the issue: lot number 1007284130, expiry date: 04-jul-2019 (medwatch 9615755-2019-00010), lot number 1007315910, expiry date: 19-jul-2019 (medwatch 9615755-2019-00012), lot number 1007325670, expiry date: 25-jul-2019 (medwatch 9615755-2019-00008), lot number 1007508830, expiry date: 18-oct-2019 (medwatch 9615755-2019-00011), and lot number 1007528810, expiry date: 30-oct-2019 (medwatch 9615755-2019-00009). Lot number record analysis: the lot 1007284130, reference 43451, was manufactured on the 18-apr-2019 with an expiry date of 04-jul-2019. The lot 1007315910, reference 43451, was manufactured on the 03-may-2019 with an expiry date of 19-jul-2019. The lot 1007325670, reference 43451, was manufactured on the 09-may-2019 with an expiry date of 25-jul-2019. The lot 1007508830, reference 43451, was manufactured on the 02-aug-2019 with an expiry date of 18-oct-2019. The lot 1007528810, reference 43451, was manufactured on the 14-aug-2019 with an expiry date of 30-oct-2019. For the five lots, the quality control of the weight and the appearance of the products conformed with specifications for the duration of the manufacturing process. Quality control tests are performed in order to release the product. The following controls were carried out: control of the microbiological state and appearance of the product: plates controlled during manufacturing process were incubated at 20-25°c and 33-37°c. The results conformed with specifications: absence of contamination and appearance defects. Microbiological activity controls were performed at 33-37°c with the following strains: for all lot numbers, the technical laboratory quality controls conformed with specifications for the atcc controls tested. Good growth and characteristic color after 18-24h incubation obtained for s. Aureus atcc 43300. Total inhibition after 48h incubation was observed for s. Aureus atcc 29213, escherichia coli atcc 8739, candida albicans atcc 10231, and e. Faecalis atcc 29212. Total inhibition after 18-24h also observed for two additional internal strains (mssa). All the quality controls conformed with specifications. The ph of the product was controlled and conformed with specifications. The quality control for the five lot numbers impacted (1007284130, 1007315910, 1007325670, 1007508830 and 1007528810), of reference product 43451, conformed with specifications. Non-conformities were not registered on these lot numbers. Retained sample and strain analysis: two out of the five lot numbers impacted were tested during the investigation: lot numbers 1007508830 and 1007528810. The three other lots were expired at the time of investigation. In addition to these two lot numbers, the lot number 1007547840 (reference 43451) was tested as a reference lot. The retained samples were first tested with the positive quality control mrsa strain (atcc 43300) used for release of the product. The results obtained were within specifications. Good growth was obtained with characteristic green colonies after 24h incubation on the two customer lots tested and the reference lot of mrsa agar. The labquality strain sent for investigation was then tested on the two incriminated lots and the reference lot number of mrsa agar. The customer issue was confirmed during the investigation. The strain grew correctly after 24h incubation without the green characteristic color of mrsa strains. In parallel, a lot of mrsa smart agar plates (reference 413050 - lot 1007561970) was tested. The positive quality control mrsa strain (atcc 43300) and the labquality strain grew well after 18h incubation with characteristic pink colonies. The identification of the strain returned for investigation was confirmed using a vitek® 2 gp ID test kit. The result obtained was an excellent identification at 99% to staphylococcus aureus for this labquality sample. On the vitek 2 lab report, the result of the alpha-glu test was negative. This can explain the result observed on mrsa agar. Indeed, the principle of the mrsa agar reference 43451 is based on the alpha-glucosidase activity of mrsa strain. The strain was deficient to this enzymatic activity and that is the reason that white instead of green colonies were observed on this reference product. As the mrsa smart agar principle is based on another enzymatic activity, the issue was not reproduced on the reference product 413050. Complaint trend analysis: a review of complaints on the five impacted lot numbers (1007284130, 1007315910, 1007325670, 1007508830 and 1007528810) indicated that no other complaints were registered beside the five complaints involved (one per lot number). Conclusion: the lot number records analysis indicated that the five impacted lot numbers of mrsa agar - reference 43451, comply with specifications and neither non-conformances nor deviations were recorded. In addition, no other complaints were registered on those lots for this type of issue. The quality control strains tested on two out of the five lots impacted (non-expired lots) and a reference lot number complied with specifications. The tests performed with the labquality strain (round 2, 2019 - specimen 001) showed a good growth and without characteristic color of mrsa strains after 24h incubation. The customer issue was reproduced. Additional tests performed during the investigation, on mrsa smart agar plates and identification using vitek 2 gp card, showed that the labquality strain is deficient in alpha-glucosidase activity (principle of mrsa agar plate). The performance of the lot is within specifications, and the investigation confirmed the issue is linked to the particularity of the strain sent by labquality.

Event description:
A customer in (B)(6) notified biomérieux of obtaining (B)(6) results when testing an eqa (B)(6) strain of (B)(6) with chromid® mrsa 20 plt (reference 43451, lot 1007325670). At the time of the report, no further information was available about the false results. It was not specified if there was no growth or if there was a growth with no color. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. Biomérieux has initiated an internal investigation. Reference 43451 is not registered in the united states. The u.s. Similar device is product reference 43841.